Manufacturer narrative:
The device has not been received at this time but is anticipated. Upon receipt and completion of the investigation, a supplemental will be submitted.

Event description:
The customer stated that the device indicates a defib error 11 code. Pt involved but the public hospital will not disclose info. Resuscitation of pt continued with another device.